Event description:
It was reported the patient had a catheter infection. Upon follow up with the patient's pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of nausea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with no growth and an elevated white blood cell (wbc) count (exact value unknown). Blood cultures taken in the hospital on (B)(6) 2021 presented acinetobacter (species unknown). It was determined the patient had a systemic infection that originated from gastrointestinal (gi) sources and unrelated to pd therapy. The patient was also diagnosed with peritonitis due to intra-abdominal sources resulting from the gi infection. The patient was prescribed intravenous (IV) vancomycin (unknown dose, frequency and duration) and other IV antibiotics that were not reported by the hospital to the outpatient clinic. The patient underwent ccpd therapy on a hospital provided cycler (unknown brand and model) until it was decided to remove the patient's pd catheter (not a fresenius product) and place a central vascular catheter in favor of hemodialysis {hd). The patient continued with hd for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient's gi infection, peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with hd therapy on an in-center basis post-discharge with plans to return to pd therapy once cleared by their physician. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).